Manufacturer narrative:
A cardioquip customer suspected their device to be contaminated due to the discoloration of the tubing and requested an internal water pathway replacement. Following test results outside of cardioquip specifications, cardioquip began the internal water pathway replacement to repair the device. Following the repair, the device will be returned to specification.

Event description:
A cardioquip (cq) customer notified cq service that the internal tubing of this device was suspected of contamination and that they wanted an internal water pathway replacement. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 03/21/2025, indicating device contamination.